Manufacturer narrative:
On 4/2/2018 - additional information provided by the sale rep. "100% positive the blocking slide did not stay in the patient. Detached section discarded by physician. The plate was installed at the c5-c7. The c6 vertebrae is without a screw. Not sure if additional contour added to the plate prior to implanting (via a plate bender)". An evaluation of the trestle luxe plate is not possible at this time. The implant remains fastened within the patients cervical vertebrae. Upon the receipt of additional information and/or the return of the implant a follow up report will be submitted.

Event description:
The surgeon grasped a plate with plate holder and as he was trying it in patient, one of the locking slides popped off. Surgeon installed the plate without a locking mechanism at that position, leaving the hole empty (c6).